Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: subsequent follow-up with the customer, additional information was received. - how was the case completed? : no further information is available. - was an alternative product readily available? : no further information is available. Investigation summary ==> the complaint device is not being returned, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (5l95385), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot number (5l95385), and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via personal interaction that when the trigger of the truespan 24 degree peek was pulled, two implants came out. The procedure was completed less than 30-minute surgical delay. There was no harm to the patient. The device was the first use when the issue occurred. Additional information provided by the affiliate reported the device is not available for evaluation.